Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, weight, and ethnicity and race were not provided for reporting. This report is for (band aid brand kizu power pad unspecified ap). Device is not distributed in the united states but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA (B)(4)). Upc#, and UDI # are not available. Concomitant medical products: device is not expected to be returned for manufacturer review/investigation. De device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A reporter reported the event occurred in 2017 with unspecified band aid brand kizu power pad (kpp). According to the reporter, his/her daughter (consumer) who was (B)(6)years old at that time applied kpp to her insect bite which she scratched until it broke, and the area rotted. As a result, she got a hole of 3.5 cm in diameter, 5 mm in depth, and 1 cm in the deepest part on the back of her thigh. She had been seeing a dermatologist, and it took a little over a month for complete recovery. According to the reporter, the dermatologist stated that bad germs increased in kpp after the area was covered with it, and the flesh rotted. The area got worse, and the flesh had rotten when the consumer thought something was strange, and she ran to the hospital. There are no details about any intervention and/or hospitalization and no other complications were reported. The symptoms improved after the consumer stopped using the product. The consumer is no longer experiencing any symptoms. Recovery time took a little over a month.